Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿considerations regarding polyethylene wear in total hip arthroplasty¿ by h. Fahandezh-saddi díaz, published by orthopaedic traumatology (2003), vol. 47, pp. 175-181, was reviewed. The purpose of this article is to report the results of revision surgery due to excessive polyethylene liner wear. Implanted depuy products: aml cup, polyethylene liner, femoral head, and aml femoral stem. This complaint captures the 6 patients with depuy components that were revised due to excessive polyethylene wear labeled case 1 through case 6 linked to pc-000600977. (B)(6) male patient implanted with 52-mm competitor cup, 32-mm femoral head, 10 +5 aml stem, and polyethylene liner. The liner and competitor cup was revised 5 years post-op due to progressive pain secondary to excessive polyethylene wear. There were no reported product problems with the femoral head or stem.